Event description:
It was reported that during a laparoscopic bilateral inguinal hernia procedure, the trocar cannula broke in patient, about 1/4 down from the proximal cannula. There was additional time to retrieve trocar cannula that broke. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.